Event description:
The customer reported a failed paddle set/charge button. We are considering this as one failure of the paddle set related to the charge button as there is no indication that the charge button on the device was not working. There was no pt involvement.

Manufacturer narrative:
(B)(4): a follow-up report will be submitted upon completion of the investigation.